Manufacturer narrative:
Additional information: the returned handle was evaluated. There were no visual signs of damage to the device's appearance. Upon further inspection, the torque range was found to be above the specified limits; however, the cause cannot be determined at this time. A review of the manufacturing records did not identify any issues which would have contributed to this event. If any relevant, additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque limiting handle did not click to indicate the proper torque was reached during surgery, but it still locked the cover over the screws. There were no reports of patient injury associated with this event.